Event description:
A malfunction alarm was reported with the code "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided further guidance; the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer understood and acknowledged.